Event description:
Radiometer complaint reference (B)(4). According to the complaint, on (B)(6) 2025, an arterial blood sample was drawn from the patient. During analysis, the abl90 flex analyzer malfunctioned and reported internal reference electrode error in the sensor cassette sc90 (lot number r1312). The engineer was immediately notified, and the analyzer sensor cassette was replaced. One hour later, a new blood sample was drawn from the patient and retested.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025, an arterial blood sample was drawn from the patient. During analysis, the abl90 flex analyzer malfunctioned and reported internal reference electrode error in the sensor cassette sc90 (lot number: r1312). The engineer was immediately notified, and the analyzer sensor cassette was replaced. One hour later, a new blood sample was drawn from the patient and retested. Additional information received on december 24th: on the day of the incident, 2 sensor cassettes (sc) generated alarms and were replaced. Both failures occurred when the analyzer was performing automatic calibration. No samples were being measured at the time the alarms appeared. When the customer attempted to run samples, they found the analyzer was already in an alarm state, so they replaced the sc to clear the alarms. However, due to the long initialization time after replacing the sc, the previously collected samples could no longer be used and had to be recollected. The faulty sensor cassettes are not available.